Manufacturer narrative:
One hexed screw was returned for inspection. No lot number was provided so a device history record review was not performed. A visual and photographic inspection was performed on the device. The inspection revealed minimum wear and the screw was confirmed to be fractured at the base of the screw threads. The clinician initially reported that the screw was found loosened, it was determined through the investigation that the screw was indeed fractured. The biomet 3i restorative manual contains instructions on screw placement as well as recommended torque values. A definitive root cause could not be determined.

Manufacturer narrative:
The abutment screw was removed on (B)(6) 2016.

Event description:
Doctor reports that the patient was presented in the office with a loose restoration. Doctor has already placed a new screw for the patient.